Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all tower doors were not being detected and the station was not showing up in hardware test application (hta). A field service engineer removed the tower panel and inspected the latches and harness, but no issue was found. The tower controller board and interface cable were replaced; however, the issue persisted, and it took 35 minutes for the firmware to update from v0.17 to 1.2. Each latch was unplugged and tested one at a time to check tower communication. The fse communicated with tss and restarted troubleshooting from the beginning. The back panel of the main pyxis machine was removed, and it was noticed that the drawer 6 matrix drawer pyxibus cable was not seated properly. The station was turned off, and drawer 6 was left unplugged, after which the tower was detected. When the machine was turned off and drawer 6 was plugged back in, the tower failed again. The drawer 6 controller board was then replaced, and after turning on the station, the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple tower doors were failed and station had bio ID failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.